Event description:
Procedure: lap appendectomy. According to the reporter: the 5mm clip applier was stuck in the trocar and could not be used. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).